Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The gib coin battery was also replaced during the service event and the associated cmos settings were rest as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and locked up. No patient serious injury or death was reported related to this event.